Manufacturer narrative:
Complete information for section a patient information, patient identifier = sid=(B)(6). The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data history of alinity s hiv ag/ab combo reagent, ln 6p01-60, lot number 46383be00. The ticket search determined that there is as expected complaint activity for the likely cause lots. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Overall reactive rates of ln 6p01-60, lot 46383be00 at biolife plasma services (social circle), applicable peer sites and across all us customer sites were collected and assessed. Across all us blood screening customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 46383be00 are within product requirements and comparable to other lots analyzed in the comparison. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s hiv ag/ab combo reagent, lot number 46383be00.

Event description:
The customer observed false repeat reactive alinity s hiv ag/ab combo results which nonreactive by the western blot hiv1 and hiv2 on multiple donors on multiple alinity s analyzer. The results provided were: on (B)(6) 2022. (B)(6). On as1285. Initial=1.00 s/co (> or = 1.00 s/co=reactive) /repeated on (B)(6) 2022=4.25 s/co and 10.51 s/co. On (B)(6) 2022 .(B)(6). On alinity as1319 .initial=2.94 s/co /repeated on (B)(6) 2022=3.84 and 0.07 s/co (< 1.00 s/co=nonreactive). On (B)(6) 2022. (B)(6). On ali01319. Initial=2.86 s/co /repeated=4.48 s/co and 0.05 s/co. Additional information provided on (B)(6) 2023: on (B)(6) 2023. (B)(6). On alinity as1322 initial=11.59 s/co /repeated=9.61 s/co and 0.06 s/co additional information provided on (B)(6)2023: on (B)(6) 2023 (B)(6) on as1305. Initial=2.93 s/co /repeated=8.41 s/co and 0.06 s/co on (B)(6) 2023 (B)(6) on as1307. Initial=9.56 s/co /repeated=4.34 s/co and 0.27 s/co on (B)(6) 2023 (B)(6) on as1304 .initial=1.72 s/co /repeated=6.28 s/co and 2.98 s/co additional information provided on 16feb2023: on (B)(6) 2023 (B)(6) on as1322. Initial=11.59 s/co /repeated=9.61 s/co and 0.06 s/co on (B)(6) 2023 (B)(6). On as1305 initial=2.93 s/co /repeated=8.41 s/co and 0.06 s/co on (B)(6) 2023 (B)(6). On as1307 initial=9.56 s/co /repeated=4.34 s/co and 0.27 s/co on (B)(6) 2023 (B)(6) on as1304 .initial=1.72 s/co /repeated=6.28 s/co and 2.98 s/co there was no reported impact to patient management.